Manufacturer narrative:
H4: device manufactured in july 2022. H10: the device was received for evaluation enclosed in the original packaging. A visual inspection was performed which observed a damaged raw material component (auto tail end subassembly). The reported condition was verified. The cause of the condition was due to a manufacturing related issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of a continu-flo solution set ruptured without exerting force on it. The issue occurred before patient use, when trying to connect the equipment. There was no patient involvement. No additional information is available.